Event description:
Six individuals from housekeeping developed redness and itchy bumps on their hands after wearing the glove. The incidents started in jan. 2005. They went to employee health and the physician there prescribed synalar cream. Also they were instructed to switch to a different glove.